Event description:
A pt experienced baclofen withdrawal symptoms. Investigation showed no signs of potential underdose related to the catheter, so the pump was under suspicion. The pump was filled with baclofen at the time of the event. It was noted that the pump was replaced; and was changed to a tricummed ip 2000v. The catheter was left implanted. Following the pump replacement procedure, the pt recovered "fast to normal condition before the event." The pt was further noted as being without injury.

Manufacturer narrative:
(B)(4).